Event description:
It was reported that, "during a surgical procedure, using two surgeons, two electrosurgical devices and two dispersive electrodes, powered by one electrosurgical generator, the one surgeon reported observing a raised red area on the pt's thigh under one dispersive electrode, when it was removed. The redness was in the adhesive area, not under the metal portion of the dispersive electrode. It was treated with topical ointment and caused the pt no discomfort and was gone within 7 days."